Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure with the ilet pump, resulting in intermittent communication between the cgm and pump; readings were available on the dexcom app, and the user was guided through a re-pairing process and instructed to manually enter a glucose value of 194 mg/dl to maintain insulin therapy. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the pump, characterized as intermittent communication failure associated with the electrical/magnetic subsystem, specifically the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.